Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance and was fractured. The physician stated the fracture resulted from the patient's growth in the last two and a half years. The lead was removed and replaced. No patient complications have been reported as a result of this event.